Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 385 mg/dl. The customer was hospitalized due to high blood glucose levels and diabetes ketoacidosis on (B)(6) 2014. The customer was treated with insulin intravenously and glucose stabilizers. The customer indicated having symptoms consistent with high blood glucose levels including vomiting and thirstiness. Troubleshooting was done. The customer reported possible scar tissue at the infusion site. The customer reported inserting a new infusion set on another infusion site and has been fine ever since. The customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.